Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-5312, serial#: (B)(4), description: scs charger 2.0. Model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was burned while charging the ipg. The patient was given some kind of a patch and a prophylaxis for infection. The patient was doing well and noted that the burn was no longer there.

Manufacturer narrative:
Sc-5312 (B)(4) device evaluation indicated that the chargers passed all tests performed.

Event description:
A report was received that the patient was burned while charging the ipg. The patient was given some kind of a patch and a prophylaxis for infection. The patient was doing well and noted that the burn was no longer there.